Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application was stuck on care-fusion screen. The technical support specialist reinstalled remote support service and modified file path to resolve. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system unexpectedly stuck on care-fusion screen while issuing medication to patient. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.